Manufacturer narrative:
(B)(4). The customer reported the device has no power. This complaint is still being investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device has no power.